Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that a patient that previously had a bifurcate zenith lp body with zbis on the right side and standard leg extension on the left side had post-operative computed tomography (CT) and digital subtraction angiography (dsa) performed. Sometime after the initial implant, exact details unknown, there had been subsequent loss of seal at the end of the left limb and according to the physician's letter at the time, a possible type 1b leak .the physician requested to extend on the left side with an additional implanted zbis and leg extension to rectify the issue. The CT scan from (B)(6) and dsa from (B)(6) reportedly look suspicious for type 3 leaks on the right side. The leak appears to be either within the bridging tfle limb on the right or at the junction between the tfle and zbis. The patient does require additional procedure due to this occurrence. No adverse effects to the patient reported due to this occurrence. Apart from the implanted graft, no part of the device remained inside the patient.

Manufacturer narrative:
(B)(4). Product has not been received and the investigation is ongoing. A follow up report will be sent upon completion of the investigation.

Event description:
It was reported that a patient that previously had a bifurcate zenith lp body with zbis on the right side and standard leg extension on the left side had post-operative computed tomography (CT) and digital subtraction angiography (dsa) performed. Sometime after the initial implant, exact details unknown, there had been subsequent loss of seal at the end of the left limb and according to the physician's letter at the time, a possible type 1b leak .the physician requested to extend on the left side with an additional implanted zbis and leg extension to rectify the issue. The CT scan from (B)(6) and dsa from (B)(6) reportedly look suspicious for type 3 leaks on the right side. The leak appears to be either within the bridging tfle limb on the right or at the junction between the tfle and zbis. The patient does require additional procedure due to this occurrence. No adverse effects to the patient reported due to this occurrence. Apart from the implanted graft, no part of the device remained inside the patient.

Manufacturer narrative:
An additional graft was reportedly implanted to try to fix the problem; however it does not appear to have fixed it. (B)(4). Investigation - evaluation: a review of the complaint history, documentation, instructions for use (IFU), specifications, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examinations could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Instructions are in place to verify that the device is manufactured to specification. The device is shipped with instructions for use (IFU) that describe the indications for use, contraindications, warnings, precautions, and correct deployment procedure. Included is information regarding ,at minimum, annual imaging, including abdominal radiographs to examine device integrity (separation between components or stent fracture) and contrast and non-contrast computerized tomography (CT) to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. Per the IFU, key anatomic elements that may affect successful exclusion of the aneurysm include tortuosity of any or all of the vessels involved, undersized or oversized iliac arteries, circumferential thrombus, aneurysm of the internal and/or external iliac artery and/or calcification of the arterial implantation sites. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites and the ability to advance the introducer systems. According to clinical interpretation of the received images: "the endoleak was consistent with a right tlfe small transfabric endoleak either from a suture hole or small perforation related to the adjacent calcified plaque. The leak was initially and understandably misinterpreted as a left common iliac artery (cia) type ib endoleak because the leak originated near the flow divider and left short cia seal zone. Although the left zbis did not eliminate the intended endoleak, it did eliminate the inadequate seal zone and future type ib endoleak development. The artery was noted to be heavily calcified and the right tfle developed a very small leak. The clinical interpretation, suggests several potential causes of the reported event might be related to the patient's pre-existing patient condition (arterial calcification) which influenced the seal of the graft on the blood vessel causing the leak, the graft becoming punctured creating what "looked like "a transfabric endoleak), a suture hole or small perforation, or a combination of the aforementioned. Based on the information provided and the results of the investigation; however, a definitive root cause could not conclusively be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.